Event description:
Pt admitted s/p mva with fx hummerus. 20 min after pca infusion of demoral-basal 10 mg/hr. 15 mg every 10 min. 4 hour lockout 250 mg/hr. All but 5cc left in syringe. Pump double checked 2 nurses. Pt administered narcon 0.4mg CT scans performed (results negative). Increased monitoring pt eventually discharged stable condition.